Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels in the range 400 -500 mg/dl. Customer¿s blood glucose level was above 400 mg/dl. Customer was treated with bolus. Troubleshooting was declined by the customer for high blood glucose. The insulin pump will be returned for analysis.